Event description:
It was reported that a patient, who is subject to a vns study, underwent full replacement surgery on (B)(6) 2016. The lead was replaced due to high impedance (event reported in the medwatch number 1644487-2016-00354). It was reported that the generator was replaced due to unable to interrogate : in or, they could not interrogate the generator; a battery depletion was then suspected. But a battery life calculation had already been performed in (B)(6) 2016, using the programming history provided by the physician; it showed approximately 5,2 years left until end of service: yes. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Additional information was received indicating that the programming system of the facility was functioning correctly. No interference (emi) was reported by the surgery team. It was reported that when the surgery took place, after replacing the unresponsive generator, they could interrogate the new implanted system without any problem. It was reported that the explanted generator will not be returned to the manufacturer as it was discarded. Therefore, no analysis results could be provided.